Event description:
End user emailed stating that to different lots they have bought are both dull. Emailed end user awaiting response.

Manufacturer narrative:
The product has been returned to our facility and will be shipped back to the MFR for investigation. They have been notified of the problem and are investigating. An additional report will be filed following that investigation with all additional information.

Manufacturer narrative:
Per cmo, "no abnormalities were found in the manufacturing process or retained samples. This is the only complaint for this batch. Our analysis suggests that it may be related to user handling." Twenty retained samples from the complained batches were tested for penetration force. The results for batch 72972 ranged from 0.431 n to 0.546 n, and for batch 72976 ranged from 0.434 n to 0.550 n, both meeting the standard requirement of "maximum penetration force <0.70 n."

Event description:
End user emailed stating that to different lots they have bought are both dull. Emailed end user awaiting response